Manufacturer narrative:
This event is being reported since the consumer alleges she has a yeast infection and was treated by her physician. It is unlikely that the product caused or contributed to this event. This closes this report unless new or significant information is received.

Event description:
On 05/18/2007, consumer reported that when she used the product, she developed blisters, rash, and yeast infection. Her doctor prescribed monistat. J&j followed up with a phone call to the consumer but was not able to obtain any further information at this time.